Event description:
It was reported that the patient experienced pacemaker pocket discomfort during movement of the left arm. Prior to the pocket revision, it was noted that the right ventricular (rv) lead exhibited low sensing. The rv lead also demonstrated myopotential over-sensing during isometric exercises. Programming changes were made; the pacemaker and rv lead remained implanted after the pocket revision. The patient was discharged in a stable condition.